Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the injector separated from the bd phaseal¿ optima connector (c35-o) during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during a home infusion the n40 became disconnected from the connector. No infusion clamp was used." "There was no injury to the patient or exposure to chemo."